Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 22-jun-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading display. This report is made based on results of investigation completed on 22-jun-2018.